Event description:
On august 16, 2024, neotract has been made aware that ¿two ul2chk had separate issues from the same lot number. One was opened and the aluminum part of the shaft on the handle was bent. The other one stopped working after a few implants were delivered and jammed up.¿ the procedure was completed, and no adverse event was reported in the patient. On september 10, 2024, the investigation of one of the devices revealed that the needle tip was broken and approximately 2mm of needle tip material was missing and not returned with the device. The physician was informed about the broken needle fragment, but no additional information was received.